Manufacturer narrative:
.

Event description:
Procedure type: hernia repair. Pt gender: male, age unk. According to the reporter: locking device pin fell out during the case and was located on the pt's body, and the pin recovered. There was no report of pieces falling into the cavity or impacting the pt. No pt injury was reported.